Event description:
Severe eye infection - in both eyes-very swollen, itchy, red, very painful, caused also strep throat and head cold. Started out feeling like something was in my eye but there was not. I missed 3 weeks of work because of it. Eye physicians finally diagnosed me with "epidemic keratoceryriotictis" of both eyes. This was after numerous trips to lens maker, and the hospital. I am a contact lens wearer and used the renu products at the time and before the time of indicient. I was given a total of 8 mediciations -eyedrops- to try to clear out this severe infection in my eyes, which also caused seeing problems for also 2 months.